Event description:
The complainant stated that the bed moved into the chair position by itself. He is getting a 20-65 service code and there is fluid on the siderail circuit board.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction. A follow up report will be sent once the customer discloses their investigation.